Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. A review of the manufacturing records could not be performed as the lot number was not available. UDI number could not be obtained as the lot number for the device was not available. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in patients with intramural hematomas. The IFU states: adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy and disease state, is required to ensure successful sheath introduction and subsequent withdrawal. A surgically created vascular conduit or vessel dilation may be needed to achieve access in select patients. According to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to access, delivery and deployment events (e.g. Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty), bleeding (procedural and post-treatment), infection (e.g., aneurysm, device or access sites), and reoperation.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2015, the patient underwent urgent endovascular treatment of a symptomatic acute dissection extending from zones 3 to 9. A conformable gore® tag® thoracic endoprosthesis was reportedly implanted within zone 3, with coverage extending distally to zone 5. The device was reportedly delivered and deployed with successful coverage of the primary entry tear in zone 3. Reportedly, at the time of the initial procedure, the maximum aortic diameter measured 45mm, in zone 4. According to the report, during the initial procedure a device related access injury occurred requiring endovascular and surgical repair (details unknown), and a transfusion of eight units of packed red blood cells. Additionally, a branch procedure involving the celiac artery (ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) was performed. Post-operatively all arteries were reported to be patent with no coverage of the lsa. Post-operatively the patient had a spinal drain placed and was transferred to the intensive care unit in stable condition. On an unknown date, the patient was reported to have undergone an additional procedure to treat an infection of the access site (details unknown). The patient tolerated the procedure with no further adverse events being reported. It was reported, the patient was discharged to a nursing facility on post-operative day six. The maximum aortic diameter within the treated area at time of discharge was not provided. Further investigation is not possible as identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided.